Event description:
It was reported that a skin reaction occurred. On approximately (B)(6) 2024, the patient experienced a skin reaction with redness, under the overlay patch. The patient was seen by a healthcare provider (hcp) and the skin reaction was treated with a prescription of a steroid inhaler to be taken orally, and a topical unspecified cream or ointment. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).